Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was not returned; however, performance data was collected from the device and we have analyzed the data. Std analysis - diagnostics problem: underreporting of at/af when pmop is on.

Event description:
It was reported that the device appeared to be erroneously displaying the amount of mode switch in relation to the number of atrial high rates (ahr). It was determined that the average number of ahrs was not long enough to trigger a mode switch. The device remains in use. No patient complications have been reported as a result of this event.